Manufacturer narrative:
The insulin pump alarmed motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The pump was unable to verify excessive no delivery alarm due to motor error alarm. Motor passed motor test. Unable to perform functional test due to motor error alarm anomaly. The pump had minorscratched lcd window, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer mention pump alarmed no delivery. The insulin pump is being replaced and is expected to return for analysis.